Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with aerobic colony (greater than 3.0 x 10² cfu in 1ml) during pre-disinfection water sampling test. The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4).. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in middlesbrough, united kingdom. Through follow-up communication under previous complaint from the same customer, livanova learned that the device was cleaned regularly as per the instructions for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of 3 meters from the surgery field. Moreover, the h2o2 was checked every day and when the device was not used, it was stored full of water and h2o2 checked daily even during days of non-use. No patient reusable heating blankets were used by the hospital and the 3t aerosol collection set was replaced after the allowed use period (7 days). In addition, h2o2 added when the water in the tanks is changed (each 7 days) and a pall aquasafe disposable water filter is used. Prior to initial operation and prior to storing the heater-cooler, its surfaces and water circuits are disinfected; blue tubing set used with the heater-cooler is replaced each year. Despite no evident or systematic deviation from device instruction for use could be identified in this specific case, however, the source of contamination is most likely related to location where device is used/stored.